Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a nurse to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra), 2 vials intradermally from (B)(6) 2008 for cosmetic reasons. Relevant medical history and concomitant medications were not reported. On (B)(6) 2008 the pt developed visible nodules on her left temple. The nurse injected saline and has tried to break up the nodules. Therapy with poly--l-lactic acid was discounted. The pt outcome was unk. The reporter did not provide a causal assessment.

Manufacturer narrative:
(B)(4). Additional info received on (B)(4) 2008: (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional info received on 25-nov-08: the pt experienced similar events after treatment with poly-l-lactic acid and another product. No histology or laboratory tests were performed. On (B)(6) 2008, the pt received poly-l-lactic acid: 5 ml water and 2 ml lignocaine with 14 ml in total injected. Seven ml were injected into each side of her face to the cheeks and temple. On (B)(6) 2008, the pt noticed that she had developed nodules, which she could feel. The nodules were injected with small amounts of triamcinolone acetonide (adcortyl). The nodules look better, but she is still receiving treatment. The causality assessment between the events and poly-l-lactic acid was reported as related (highly probable). No further info is expected.